Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00108: screw.

Event description:
While implanting a 3.5mm distal screw in a long rod, the screw would not fully seat due to the dense bone and non-aggressive cutting flutes on the screw. While trying to back the screw out, the screw stripped and broke. Caused a 45 minute delay in surgery.